Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A surgeon reported during excimer ablation for a lasik procedure, the laser stopped firing during treatment of the right eye and displayed a low energy message. The reporter indicated the message was cleared, treatment was resumed and the same message displayed again. The surgeon stated this process went on until the entire treatment was finished. There was no harm to the patient reported.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. According to a service history review of the system, a field service engineer (fse) was on site several times to solve the reported issue. During the last visit the a sensor and a printed circuit board were replaced, but the parts have not returned to date. Logfile review for the day of treatment can confirm the error. The reported treatment was interrupted several times by the 20% error but, each time the user was able to complete the treatment. The valid calibration and energy check on the date of treatment was performed in the recommended time range before the treatment, no root cause for the error message can be identified by reviewing the logfile. The root cause could not be identified conclusively. A possible root cause could be related to a faulty label on the sensor. If a label is sporadically placed incorrectly on sensor and a conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. (B)(4).

Manufacturer narrative:
Changed to unknown date event occurred. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from field service engineer (fse) indicated the date of first receipt for the reported event occurred three days earlier than initially reported.